Manufacturer narrative:
Approximate age of device ¿ 4 years, 11 months and 4 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the manufacturer¿s technical service representative reviewed the submitted log file and observed multiple pump stoppages on 17jul2018 and 18jul2018. These issues only appeared to occur while the vad was connected to the mobile power unit (mpu). The patient was aware of only one of the alarms on (B)(6) 2018 when the patient was connected to ac power and there was a power outage at home. On (B)(6) 2018, technical services representative arrived onsite for a percutaneous lead (driveline) evaluation. Phase interrupter tests were performed and no open wires were found. The patient was tethered on a grounded patient cable. The vad coordinator requested two unshielded patient cables for the patient. X-rays displayed an internal area of concern. Additional information was requested but has not been provided.

Manufacturer narrative:
No product was returned for evaluation. Review of the submitted system controller log file confirmed the report of pump stoppages events, however, a specific cause for these events could not be conclusively determined as there was no product available for investigation. The submitted log file captured several pump stops and low speed hazard/advisory alarms on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018, while the system controller was connected to an mpu. Power elevations up to 11.4 w and low flow hazard alarms were also associated with some of these events. Based on previous complaint history, these events appear consistent with a potential driveline issue. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.